Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was over 600 mg/dl and insulin injection was used to address the high bg level. Tandem technical support had the customer perform a system check. The infusion set site and cartridge were determined to have contributed to the occlusion. The customer changed the supplies on the pump and resumed insulin delivery. While loading the cartridge the customer's insulin gauge was inaccurate. The customer reloaded the cartridge and the fill estimate gauge was accurate.